Event description:
During a gastrectomy procedure, the stapler jammed on the duodenum. The surgeon broke the instrument to release the instrument. The hospital reported that no patient injury had occurred.